Event description:
The zero-tip basket was used in a procedure to retrieve the stone fragment; the tip broke inside the patient. The surgeon was using the basket with the laser. There were no pieces left in the patient.